Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. Vascular access was obtained via the right femoral artery. The 99% stenosed target lesion was located in the calcified and moderately tortuous left superficial femoral artery (sfa). A non bsc stent was deployed in the target lesion. Then the wanda 6.0-80, 120 balloon catheter was advanced into the target lesion and inflated to 8 atm for 60 seconds. During the second inflation the balloon ruptured at 6 atm. The procedure was completed with a different device. No patient complications were reported and the patient's status is good. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Age at time of event 18 years or older. (B)(4). Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).